Event description:
The following information was received from (B)(4) and is a spontaneous report by a baxter employed nurse from (B)(4) of patient did not wear a mask and peritonitis in a patient, coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was the patient did not wear a mask. The patient has been bedridden for the past 2 years and no regular blood investigations were performed. The patient was not hospitalized for the event of peritonitis. On the same date, remedial treatment was started with vancomycin and monocef. The outcome of peritonitis ws unknown. The outcome of patient did not wear a mask was unknown. .

Manufacturer narrative:
(B)(4). This complaint is for a report of use error-breach in aseptic technique. A batch review was not performed because the lot number was unknown. The assignable cause code is undetermined, as the reason for the breach in aseptic technique is unknown. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the use error which resulted in the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.